Event description:
It was reported that the guardians found a slight decline in child's auditory performance in (B)(6)2008. Problems of outer devices were excluded and history of head trauma was denied by guardians. Testing revealed 2 short circuits including 5 channels. Status of coupling and integrity were ok. Three channels were deactivated and auditory performance then improved. In (B)(6) 2008, 1 short circuit disappeared. Testing in (B)(6) 2009 showed 1 short circuit, but involving 4 channels. The latest testing carried out in (B)(6) 2010, showed 5 channels being involved in 1 short circuit. The performance of the child has continuously declined.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.